Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
One month ago, poor response from the user was reported, who also began refusing to wear the external audio processor. Upon visiting the audiologist, it was discovered that the implant was no longer functioning. Re-implantation is considered. No date has been scheduled yet since the field is waiting for second measurements to be done within the next two weeks.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
A poor response from the user was reported, who also began refusing to wear the external audio processor. Upon visiting the audiologist, it was discovered that the implant was no longer functioning. Re-implantation is considered, but no date has been scheduled yet.

Event description:
A poor response from the user was reported, who also began refusing to wear the external audio processor. Upon visiting the audiologist, it was discovered that the implant was no longer functioning. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A poor response from the user was reported, who also began refusing to wear the external audio processor. Upon visiting the audiologist, it was discovered that the implant was no longer functioning. The recipient has been re-implanted.